Event description:
Related manufacturer reference number: 2017865-2022-12263. It was reported that the patient presented in clinic for follow up. Device interrogation revealed loss of capture on the right ventricular (rv) lead and a break on the atrial lead. In (B)(6) 2022 the physician elected to cap the rv and atrial leads. The patient condition was stable.